Event description:
The manufacturer received information alleging a ventilator had low flow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
This report is being sent to correct the previous report sent. The manufacturer did not receive any allegation of a ventilator having low flow. There was no allegation against the device. The device was returned to the manufacturer for service. During the evaluation no malfunction was found. Only physical damage to the device. During review of the complaint information found that no death or serious adverse event occurred. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. This correction is being sent to make this as a not reportable issue.